Event description:
Same case as MFR #: 2134265-2010-01832, 2134265-2010-01833. It was reported that during a stenting procedure, a hole was noted in the balloon. The target lesion was located in the iliac artery. An unspecified stent was placed in the lesion. A 7-4/5.3/75 ultra-thin sds balloon dilatation catheter was then advanced for post-dilation. Upon inflation, it was noted that the balloon was only able to be inflated to 3-4 atmospheres. The device was removed from the patient and while attempting to inflate again outside of the body, a hole was noted in the balloon. The device was exchanged for another of the same size and the same event occurred two additional times. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as `fine".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)